Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, the 78 y/o male patient had a revision for pre-mature wear on the poly-ethylene. Replaced poly with a new, pre-packaged poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photo received. The device is not available for evaluation.

Manufacturer narrative:
Section d6a: implanted date. Additional information, including the product investigation, will be submitted within 30 days of receipt section d1: brand name. Section d4:model number, catalog number, serial number, expiration date, unique identifier (UDI) #. Section h4: device manufacture date.

Manufacturer narrative:
(H3) the revision reported was likely the result of third body wear, rotational mismatch between the femoral and tibial components, and/or patient related conditions which led to wear of the tibial insert. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated codes: e and g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be third body wear, rotational mismatch between the femoral and tibial components, or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.